Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit single heated with mr290 autofeed chamber, was found cracked prior to patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is therefore based on the limited information and photographs provided by the healthcare facility and our knowledge of the product. Results: review of the provided photographs confirmed presence of two cracks in the chamber dome. Conclusion: without the return of the subject device, we are unable to confirm the cause of the observed cracks. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions for the rt225 breathing circuit state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit single heated with mr290 autofeed chamber, was found cracked prior to patient use. There was no patient harm reported.